Manufacturer narrative:
It was reported to arjo by a customer representative that a scale did not work and a maxxair ets mattress (model 47129 serial number (B)(4)) was coming off a citadel plus bed frame. There was no indication that any patient was involved, no injury reported. When an arjo representative visited the customer, found out the side rail panel was detached from the side rail mechanism and for this reason the customer was not able to read the scale. Arjo technician observed also that because of side rail detachment, the mattress could be seen as not fitting the frame. The bed was excluded from use to be repaired. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. In the analysed complaint, the customer did not know how the bed was damaged, but speculated that the side rail might have been fully detached by hitting the door. To conclude, the side rail panel was broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. It is unknown if the reported issue occurred at time of use the bed by a patient. There was no injury reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
It was reported to arjo by a customer representative that a scale did not work and a maxxair ets mattress (model 47129 serial number (B)(4)) was coming off a citadel plus bed frame. There was no indication that any patient was involved, no injury reported. When an arjo representative visited the customer, found out the side rail panel was detached from the side rail mechanism and for this reason the customer was not able to read the scale. Arjo technician observed also that because of side rail detachment, the mattress could be seen as not fitting the frame. The bed was excluded from use to be repaired.